Event description:
The customer contacted stryker to report that their device was booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was returned stryker for further evaluation. The ui pcba was replaced to repair the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause was corrupt memory on designator u2 of the integrated circuit.

Event description:
The customer contacted stryker to report that their device was booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.